Event description:
Reporter's son went to donate plasma on (B)(6) 2020 and was not allowed to donate because his blood pressure was high. He was told to come back to make a donation the next day. He was able to make a donation on (B)(6) 2020 and died between "(B)(6) 2020 and (B)(6) 2020". Reporter was told that she must file a report to get an investigation started within sixty days. The facility that completed the plasma donation is (B)(6). Phone number (B)(6).